Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, transesophageal echocardiogram (tee) revealed mild-moderate paravalvular leak (pvl). Immediately following the placement of the valve, a post-dilatation balloon aortic valvuloplasty (bav) was performed with no change to pvl. At discharge, a transthoracic echocardiogram (tte) revealed moderate pvl. At the 30-day follow-up, the pvl had progressed to moderate-severe. Approximately three years following the valve implant chest pressure presented. A chest x-ray revealed congestive heart failure (chf). A computed tomography (CT) of the chest noted edema and bilateral effusion. An echocardiogram identified moderate aortic regurgitation (ar). As reported, further information related to the type of this regurgitation was not available but pvl had been reported in the past. Diuretic medications were administered. A follow-up echocardiogram four years and sixteen days following the valve implant identified moderate to severe ar. One month, and five days later, the valve was revised with valve-in-valve intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was reported that following the implant of the valve, mild to moderate pvl resulted. The two-year echocardiogram was without evidence of ar. Subsequently, severe valve aortic insufficiency (ai) developed. Four years following the implant of the valve, leaflet damage was though to have occurred. Tee showed the aortic valve had normal left ventricular ejection fraction (lvef), normal right ventricle (rv) systolic function, a peak gradient of 16 millimeters of mercury (mmhg), a mean gradient of 8 mmhg, mild anterior pvl and moderate to severe ar. Cardiac catheterization encountered a right coronary artery that was unable to be engaged. Per the physician, the issue was related to the valve. Approximate two weeks later, tee identified the leaflet damage. Based upon tee evidence the ai was thought to be due to leaflet damage. The leaflet damage was reported to be caused by leaflet degeneration. Updated data: b7, h6 - ime, fdd, method, result, conclusion, and img coding conclusion: the device history record for the valve was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl)/aortic regurgitation (ar) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Two non-medtronic balloons, both 26 millimeters (mm), were used during the procedure following the initial valve implant. Per the device instructions for use (IFU), if valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (pid) of the bioprosthesis may improve valve function and sealing. The images for this event were provided and reviewed. The images could only confirm the moderate-severe ar described. The first valve was implanted at 3-4 mm and calcium at the annulus level might have contributed to the moderate pvl. The echocardiogram follow-ups confirm the presence of moderate/severe pvl but could not confirm the leaflet calcification or degeneration. The relationship between the reported heart failure and the valve could not be determined. Most likely the heart failure was related to patient condition. Heart failure is also a known adverse effect per the IFU. The right coronary artery that was unable to be engaged, per the physician, was related to the valve. Per the IFU coronary occlusion /obstruction is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique) and/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia). However, with the information available, a conclusive root cause could not be determined. In this case, the physician reported, the cause of the reported aortic regurgitation/insufficiency was valve degeneration. Calcification of the native valve was also reported. Based upon the transesophageal echocardiogram (tee) evidence the aortic insufficiency was thought to be due to leaflet damage. It was noted that the cause of the leaflet damage was leaflet degeneration. Per the image review, leaflet calcification or degeneration were not able to be confirmed. Based on the available information, a conclusively cause could not be determined. As reported, the valve-in-valve intervention resolved the aortic regurgitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that treatment was not provided for the right coronary artery that was unable to be accessed during the cardiac catheterization. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was provided that the during the initial implant of the transcatheter valve pre-dilation occurred with a 25 millimeter (mm) non-medtronic balloon. Two non-medtronic balloons, both 26 mm, were used during the procedure following the initial valve implant. Per the physician, the cause of the reported aortic regurgitation (pvl) was valve degeneration. Calcification of the native valve was also reported. As reported, the valve-in-valve intervention resolved the aortic regurgitation. No additional adverse patient effects were reported. Updated data: g1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.